Event description:
Patient representative reported plaintiff underwent painful removal procedures as well as treatment,therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl. To reduce risk of alcl. And due to symptoms consistent with alcl and fear of alcl including: mental anguish. Increased risk of alcl, evaluation for alcl, evaluation of alcl, explant, reconstruction seromas, physical pain, scarring and disfigurement. Plaintiff experienced severe breast and arm swelling. Asymmetry. Rippling. Right implant rupture, sudden and piercing breast pain- burning sensations- rashes or itching. Limited range of motion. Exhaustion" confusion. Persistent sham pain. Strain to her marital relationship. Sensitivity and lingering effects from anesthesia. Possibility of lymphedema. Infections from missing lymph nodes. Complications in healing time post-surgery. Mental and emotional distress from facing unforeseen surgical complications in the future- severe scar tissue- lethargy- shingles- and severe capsular contracture. Additionally. Plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety as well as loss of quality of life and depression: and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl. The is for the right side. Device status unknown.

Manufacturer narrative:
The events of lymphedema, seroma, and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphedema, seroma, and capsular contracture, baker grade unknown.